Manufacturer narrative:
(B)(4). Additional information: this complaint for use error - failed to follow therapy steps is not confirmed and the root cause was undetermined. A labeling review was not required since there is no suspected use error or problem associated with the label content.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) stated the transfer set became disconnected from her catheter. The hp stated she put the metal part back in and had taped it. The tsr advised the hp to go to the ER. The hp understood. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2011 regarding the transfer set coming off. The cg stated that the home patient (hp) at the time of the event was on vacation with the other daughter. The cg stated that the hp had the transfer set replaced before she left for vacation. The cg said the hp is very good about caring for her transfer set and did not know why it came off. The hp did go to the emergency room to have the transfer set replaced. The hp was given an antibiotic as a preventative. The hp's solution is clear and continuing therapy as normal. The transfer set has been discarded and lot number is unavailable. No patient injury was indicated. No further information was provided.